Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Catalog and lot number unknown / not provided. Concomitant medical products: bopt4310, 3i t3® tapered implant 4/3 x 10mm, lot# unknown. Therapy date unknown / not provided. Fax number unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured in tooth site #20. Part of the screw is still stuck in the implant. The customer service technical representative provided techniques for removal.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Based on the evaluation, device malfunction has occurred. Additionally, there are no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is material selection of the product is not adequate to withstand occlusal forces and torque applied during placement/seating exceeds recommended value. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.